Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient's discomfort was most likely related to the location of the battery. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was complaining of the battery being uncomfortable related the location that the battery was placed. The battery was overdischarged at the time of the procedure and the patient requested a new battery. There was not troubleshooting performed. The battery was scheduled to be moved north from the pocket that was already created. The patient had their ins replaced and the pocket location was moved. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.